Event description:
It was reported that during an unknown procedure, the device fired but the staples did not form. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis showed that the (B)(4) device was received with the articulation mechanism damaged and without a reload present. The device was tested for functionality with a test reload on the three articulated positions; on the left and center it fired, cut and formed the staples as intended. However, on the right side firing the device malformed some of the staples due to the damaged to the articulation mechanism. The device was disassembled to verify the condition of the internal components and the right articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.